Manufacturer narrative:
The reported events were lead dislodgement and a helix mechanism issue. As received, a complete lead was returned in one piece for analysis with the helix partially extended and clogged with blood/tissue. The steroid plug was revealed to be out of position. The reported event of the helix mechanism issue was confirmed. After cleaning and applying torque to the connector pin, the helix could be retracted and extended. The measured helix extension length was within specification. The cause of the helix mechanism issue was due to the helix being clogged with blood/tissue and the steroid plug being out of position. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Event description:
During a clinic follow-up, diagnostic imaging was performed and a dislodgement of the right atrial (ra) lead was observed. During the revision procedure, the helix of the ra lead was unable to extend. As a result, the ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.